Event description:
A malfunction was reported with the pump, where the screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a power source, which successfully turned the screen on, but the customer had already initiated a pump reset before contacting support. Though a pump replacement was suggested, the customer declined. The customer will continue using the pump after the reset and plans to use multiple daily injections (mdi) as a backup insulin method if the issue recurs and cannot be resolved.